Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary) reported that prior to open the package, it was found that a suture was detached. Before use.